Manufacturer narrative:
The preliminary files analysis led to the following observations: - the device switched several times in back up mode and the reinitialization was not successful. - the root cause could not be determined. The most likely hypothesis is a failure at a component level involved in the bluetooth communication. - a device expertise is in progress to determine the root cause.

Event description:
The device can not be interrogated or programmed.

Manufacturer narrative:
The conclusions are as follows: - the device switched several times in back up mode due to bluetooth communication issue and the reinitialization was not successful leading to a device interrogation¿s impossibility. - the battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken. - a deeper analysis, at the supplier level, is currently ongoing to understand how this issue occurred. For more details, please refer to the attached analysis report.

Event description:
The device cannot be interrogated or programmed.